Event description:
It was reported the pt no longer had stimulation on her left side and felt stimulation in her abdomen. X-rays determined the lead had migrated to the right. Follow up identified the physician surgically repositioned the lead on (B)(6) 2012. It was reported the pt regained stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.